Event description:
Philips identified a defect in intellispace cardiovascular (iscv) in which a synchronization issue between the fetch and import processes (race condition) may occur when the study is offline, potentially leading to deletion of newly imported data following a fetch failure. The device was in clinical use at the time of the event. No adverse events or harm were reported in the complaint. This has been determined to be a reportable malfunction. Under specific circumstances, it could potentially lead to delayed diagnosis or misdiagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that this constitutes a reportable malfunction.